Event description:
Patient had an ultrasound guided core biopsy of the left breast mass. After the tissue samples were taken, the radiologist inserted a tissue marker to mark the biopsy site. During post biopsy mammogram, it was discovered that the tissue marker did not deploy. However, the biopsy site was still visible under ultrasound post biopsy. Tissue marker: ultraclip ii tissue marker ribbon, ref# (B)(4), lot# hugr1624.